Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, the issue occurred during a planned non-emergency treatment and the treatment was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the live images were not displayed on the flexvision pc. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, the hard disk and reinstalled the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that images were not being displayed on the device¿s flexvision monitor. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the hard disk drive (hdd), reinstalled the software, and the device was returned to expected functionality.